Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 163638, 28mm cocr mod hd +6mm no skirt, lot: 207500, part: xl-200146, act artic hd arcom xl 28x40mm, lot: 973820, part: 110024462, g7 dual mobility liner 40mm d, lot: 108490, part: 11-301301, arcos con stem, lot: 943960. Multiple MDR reports were filed for this event, please see associated reports: proximal stem: 0001825034-2019-02166.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation and loosening caused by disassociation of the distal and proximal stem. Attempts have been made and no further information has been provided.